Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) that encountered the issue, replaced the (0146-00-0097) battery because during run time test, it only lasted 30 minutes run time. After replacement, the battery passed all battery operation and runtime checks. The fse then completed pm with full calibration. Unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. The full name of the initial reporter was shortened due to field character limit; the full name is:: (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6) biomed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) failed battery run time test. There was no patient involvement, and no adverse event reported.